Event description:
It was reported that the catheters were too long and over lubricated. The patient had dropped a few of them in the toilet because they are so slippery. It was noted that the patient had been using products more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿incorrect viscosity". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the intermittent rochester catheters product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheters were too long and over lubricated. The patient had dropped a few of them in the toilet because they are so slippery. It was noted that the patient had been using products more than 90 days.